Event description:
It was reported that the right ventricular (rv) lead warning triggered due to lead impedance. The physician attempted various programming scenarios but the patient had complaints of dizziness. The physician decided to implant a new rv lead. The left subclavian was occluded so the physician needed to implant a new system on the patient's right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01, implantable pulse generator, 2009 (B)(6); 5076-52, implantable pacing lead, 2009 (B)(6). (B)(4).